Event description:
On (B)(6) 2023, a perceval plus pvf-s was attempted to be implanted in a patient during avr procedure. It was attempted twice to implant the valve and perceval plus was implanted properly at both times but during the intra-op tee check-up, a significant amount of para-valvular leakage was found. Based on the information receied, when the aorta was opened to explant the valve, a clear folding of the valve stent was noted which was causing the pvl. Finally, the perceval plus was explanted, the root was enlarged significantly and an avalus mdt 19mm was implanted instead in the patient. Reportedly, patient is doing well and planned to be discharged soon. Based on the further information received, total cross clamp time was 169 minutes. 80 minutes was added to the procedure as a result of this event. It was also confirmed that they needed to perform an aortic root enlargement to implant the 19mm avalus. Based on the further information received, as per CT-scan 3mensio evaluation, annulus was 19mm. During the implant, no stent folding was observed in the arrested heart. Perceval implanted properly without any trace of folding. Furthermore, it was reported that it seems like the native annulus size was not suitable for even perceval small size, and it seems like the annulus size was 17mm.

Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve, model pvf-s, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve has been manufactured and controlled in accordance with the specifications for a model pvf-s perceval plus heart valve at the time of manufacture and release. Since the device has not yet been returned to the manufacturer, no further investigation of the device can be performed at this time. Based on the information available, the perceval plus valve size small has been explanted, the root was enlarged significantly and an avalus mdt 19mm (with stent diameter: 19 mm and internal orifice diameter: 17.5-18 mm) was implanted instead. Furthermore, from the document review performed, no manufacturing deficiencies were noted. As such, comparing the sizing of both valves and considering the fact that significant root enlargement has been performed after the explant of perceval plus valve and implant of avalus valve, the root cause of the event can reasonably related to mis-sizing (use-error). H3 other text: device has not yet been returned to the manufacturer.

Event description:
On (B)(6) 2023, a perceval plus pvf-s was attempted to be implanted in a patient during avr procedure. It was attempted twice to implant the valve and perceval plus was implanted properly at both times but during the intra-op tee check-up, a significant amount of para-valvular leakage was found. Based on the information received, when the aorta was opened to explant the valve, a clear folding of the valve stent was noted which was causing the pvl. Finally, the perceval plus was explanted, the root was enlarged significantly and an avalus mdt 19mm was implanted instead in the patient. Reportedly, patient is doing well and planned to be discharged soon. Based on the further information received, total cross clamp time was 169 minutes. 80 minutes was added to the procedure as a result of this event. It was also confirmed that they needed to perform an aortic root enlargement to implant the 19mm avalus. Based on the further information received, as per CT-scan 3mensio evaluation, annulus was 19mm. During the implant, no stent folding was observed in the arrested heart. Perceval implanted properly without any trace of folding.